Event description:
During a total knee replacement, the retaining clip from the patella trial broke during the procedure. The broken piece was accounted for by the surgeon. Manufacturer response for patella tibial trial retaining clip, patella tibial trial retaining clip (per site reporter): biomet representative notified.